Manufacturer narrative:
The device will not be returned as it remains implanted; product analysis cannot be performed. The event occurred in patient post procedure. There is no evidence suggesting that the device was defective. A definitive conclusion for the event cause cannot be determined from the provided information. Mdrs related to this event: 2029214-2017-01289, 2029214-2017-01291, 2029214-2017-01293, 2029214-2017-01294, 2029214-2017-01295, 2029214-2017-01296, 2029214-2017-01297, 2029214-2017-01298. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced an ischemic embolic complication after aneurysm coiling. The patient had undergone placement of an embolization device as well as nine axium coils to treat an unruptured, bifurcating aneurysm in the left middle cerebral artery (mca). At the time of treatment, the aneurysm measured 11 mm x 11 mm x 5 mm. Post- deployment, significant stasis in the aneurysm was observed. In addition, complete coverage of the aneurysm neck was achieved with class ii residual neck. Immediately post-procedure, the patient did not exhibit any symptoms. Four days post-procedure, the patient was discharged home for self-care. Ten days post-procedure, the patient reportedly experienced an ischemic embolic complication in the distal branches of the left mca. The event was reportedly mild and resolved after ten days without any treatment.

Manufacturer narrative:
Code correction additional information on the type of adverse event that occurred was received, correcting the information originally reported. The event occurred in a patient post procedure. There is no evidence suggesting that the device was defective. A definitive conclusion for the event cause cannot be determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the reported adverse event. The information received indicated that 10 days post procedure this patient experienced episodic right-hand paresthesia which resolved after 10 days. The patient was hospitalized for four days and medication was given to the patient. The original adverse event was not reported correctly.